Event description:
It was reported that the patient experienced diaphragmatic stimulation. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found normal device characteristics.